Manufacturer narrative:
It is now reported that the patient experienced a scabbed skin wound over the receiver stimulator area and subsequently the scabbed area was removed on (B)(6) 2018. The patient also experienced purulent drainage. On (B)(6) 2018 the device was explanted with a skin graft and hospital stay and the patient was administered IV antibiotics. The issues have reportedly since resolved.

Manufacturer narrative:
This report is submitted on july 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection and pain at the implant site. It was also reported that the receiver/stimulator had extruded. Subsequently, the device was explanted and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.